Event description:
Event: the iliac artery was transected and required surgical repair. Case details: the access arteries were reported to be narrow, tortuous and calcified. The superior neck was conical in shape. The contralateral limb was prematurely deployed and was pulled into place with the use of a balloon. A seal in the superior neck was achieved with the use of a competitor cuff. During the procedure the iliac artery was transected and surgically repaired.